Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d5(unique identifier (UDI) #). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the helium leak. However, the fse replaced the helium o-ring as a precaution. Additionally the fse noticed some buildup around the orifice where the gasket/o-ring sits and cleaned the area. The unit was then recalibrated and passed all functional tests. The fse also advised the customer to monitor unit as a precaution.

Event description:
N/a